Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced elevated blood glucose while disconnected from the ilet system, and a family member inquired about administering a manual insulin injection and appropriate dosing, which was redirected to the healthcare provider for guidance. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no emergency care. Investigation included customer support assessment focused on troubleshooting and education. Investigation of this case revealed that the device was shut off or not in use and the user did not revert to an alternative insulin therapy, with no alerts or alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that user decision or use outside of instructions was the likely cause.